Event description:
It was reported that there was a problem "obtaining a connection". The device would not connect to turn on or charge. The patient also noted a return of pain symptoms in back and legs, and a quality of life that was worse than before the implant procedure. The patient noted they were only able to go to work, but couldn't accomplish anything else. Additional information received reported that the patient wanted the system removed in order to under go a diagnostic MRI to check the degeneration in his back. No patients treatment or outcome was reported.